Event description:
It was reported that on (B)(6) 2025 under general anesthesia, underwent ¿transurethral cystoscopic laser lithotripsy and stone removal.¿ returned to ward postoperatively. Indwelling urinary catheter placed and secured properly. (B)(6), 05:30 patient's catheter balloon ruptured, causing catheter dislodgement. Medical orders: observe. 06:15 patient reported urination, appearing pale red in color, with no other discomfort.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speeds out too slow. Based on information in the fmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview tab. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6)2025 under general anesthesia, underwent ¿transurethral cystoscopic laser lithotripsy and stone removal.¿ returned to ward postoperatively. Indwelling urinary catheter placed and secured properly. (B)(6), 05:30 patient's catheter balloon ruptured, causing catheter dislodgement. Medical orders: observe. 06:15 patient reported urination, appearing pale red in color, with no other discomfort.